Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report sleeve steering issues. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, during positioning of the cds, the m/l knob was turned between 180 and 270 degrees when the tip deflected in an unintended direction. The cds was removed with the clip attached and the procedure continued with another cds. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the tip was unable to curve, and did not deflect in an unintended direction. No additional information was provided.

Manufacturer narrative:
The device was returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. The returned device analysis confirmed the reported positioning failure associated with inability to curve in m direction. Additionally, the m cable was observed to be loose around the spool under the o-ring. The investigation determined that the slack on the m cable resulting in unable to curve appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. Na.